Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Interference/noise was noted as 211 non-physiologic senses recorded post lead warning on (B)(6) 2011. Low ventricular impedance/resistance was noted as 255,606 low impedance paces recorded post lead warning on (B)(6) 2011 on the competitor lead.

Event description:
It was reported that there was warning from the device about low impedance on the competitor ventricular lead. Noise was also observed on the electrograms. The device is still in use. No patient complications have been reported as a result of this event.